Event description:
Customer reported experiencing a past low blood glucose event with the lowest level recorded at 26 mg/dl. The customer treated the low blood glucose by consuming carbohydrates, did not require third-party assistance, and was advised by technical support to consult with their healthcare provider for further discussion.